Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported noise could not be replicated in a testing environment as it was based on operational circumstances. However, a foot detachment and needle to cuff miss were observed. Therefore, it is possible that interaction with anatomy and/ or failure to maintain a stable position of the device with respect to the tissue tract contributed to the posterior needle deflecting off the posterior foot. This interaction likely resulted in the cuff miss, foot detachment and loud crack/popping noise. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information received: an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic cardiac angiogram procedure. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure was attempted using a proglide device. Reportedly, a loud crack/popping noise was heard when attempting to deploy the proglide device. The proglide device was removed and a second proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.